Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the helix mechanism test was performed after the lead was out of package. It was noticed that it was not smooth enough when the helix mechanism test was performed once. Another attempted was made, and the helix would not extend. Another lead was used and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.